Event description:
Additional information received from a consumer indicated the replacement antenna did not resolve the issue. The patient was still only getting poor communication with the antenna attached, but was able to connect to ins without the antenna. The caller was transferred to repair for replacement of the programmer. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 37642, lot#, serial# (B)(4), implanted:, explanted:. Product type programmer, patient product ID 37092, lot# unknown, serial#, implanted:, explanted:. Product type accessory product ID neu_ins_stimulator, lot#, serial# unknown, implanted:, explanted:. Product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the replacement programmer resolved the communication issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# unknown, product type: accessory. See regulatory report # 3007566237-2019-01324 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the device was not working because it would not do anything when she tried to connect the patient programmer (pp) with the ins. It would not connect and only showed the screen that showed her trying to communicate. The patient wanted to adjust her stimulation level because the patient stated she usually brought it up or down and that helped her with her therapy. The patient confirmed the health care professional (hcp) is okay with her adjusting. During the call the caller reported she saw the hcp last week and the hcp was not able to connect with the ins and instructed her to call in. During the call troubleshooting resolved the reported issue. The patient tried connecting using the patient programmer (pp) antenna and that would not connect. Removing the pp antenna and using just the pp resolved the issue and the patient was able to connect. It was confirmed both stimulators showed on and ok. A replacement antenna was sent. No symptoms or complications were reported or anticipated.